Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported corrosion on the leak tester connector during an maintenance of the device involving an olympus colonovideoscope. There was no patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 corrected field: d5 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: light guide lens has foreign material a root cause could not be identified. Based on the investigation results, the malfunction is likely due to the following- corrosion on the leak tester connector, with the most probable cause traced to a component failure and light guide lens has foreign material, for which the most probable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.